Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported episodes showing lead noise on the near-field channel resulting in vf detection. No therapies were delivered. All values appear stable. Data to be presented to physician for next steps. Lead currently remains implanted. Should additional information be received, this file will be updated.